Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a mammogram on (B)(6) 2022. She turned her stimulation off for the procedure and then turned it back on after. Not right away but a half an hour later after turning her stimulation on she got a surge. It was like she couldn't even sit down. Got into the car. All of a sudden, a lot of pain. Then got into a comfortable position. She didn't know if it was the unit or hip causing the issues because she fell three years ago. Patient talked to the representative the next day. She told her to turn down the stimulation and see if that helps. Patient turned it down from 2.8 volts to 2.4 which helped.